Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records are not available. Imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. The aortic neck diameter below the renal arteries was 20.6mm and 7mm distally the diameter was 23.1mm. A (non-endologix) stent was placed in the left renal artery for expansion. The inferior mesenteric artery (ima) and the lumbar artery were also embolized by placing a 36×4.5 gore (non-endologix) excluder. The alto main body was deployed to align with the inferior edge of the lowest renal artery. During polymer filling, distal migration of the main body by approximately 3mm was confirmed. After 14 minutes, the integrated balloon was used for dilation. Contralateral leg cannulation was performed using the crossover lumen. At this time, further distal migration of the main body by approximately 2mm was observed and an angiogram confirmed a type 1a endoleak. After the right and left iliac limbs were implanted balloon touch-up on the sealing ring was performed and a subsequent angiogram still confirmed the type 1a endoleak. The following devices were additionally deployed at the sealing ring, 32×4.5, 28.5×3.3, 36×4.5 gore (non-endologix) excluders. Additionally, the following non-endologix devices were placed at the leak site of the sealing ring rubycoil 3.0×15cm, packingcoil 60cm ×2, packingcoil 30cm ×1, packingcoil 5cm ×12 and three embold 4×15cm. The final angiogram confirmed no endoleaks and the procedure was completed.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the malposition of the device is unconfirmed. The type 1a endoleak (resolved) and addition endovascular procedure are confirmed. This is moderately consistent with the reported adverse event/incident. The type 1a endoleak was identified intraoperatively and subsequently reported as resolved following an additional intervention. This was confirmed upon review of the imaging provided. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. It was reported that the procedure was completed without evidence of an endoleak; however, the final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.